Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port leaked. It was reported by customer that proper insertion procedure was performed and IV inserted into patient to left ac [antecubital] with lab draw. While obtaining labs, port located below catheter was leaking blood. Flushed IV catheter and fluids were also leaking at same site. Attempted to troubleshoot connections of IV but catheter continued to leak; IV removed from patient intact. Rcc received a complaint via email. Proper insertion procedure was performed and IV inserted into patient to left ac [antecubital] with lab draw. While obtaining labs, port located below catheter was leaking blood. Flushed IV catheter and fluids were also leaking at same site. Attempted to troubleshoot connections of IV but catheter continued to leak; IV removed from patient intact. Demonstrated issue with charge nurse by flushing removed IV catheter and compared to another product of the same lot number that did not have this issue. Patient had to have another IV inserted due to first IV malfunction. No issues with new IV established with same lot number and no other issues with catheter during shift.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.